Event description:
It was reported that when the patient put her speech processor on, on (B)(6) 2010, she heard a loud booming noise. She reportedly troubleshooted her equipment and talked with med-el for further troubleshooting but was unsuccessful in getting rid of the loud booming static noise when she tried to use her device. It was recommended that she contact the clinic for further follow-up. The clinician recommended an integrity test to rule out an internal device issue, which was carried out on (B)(6), and no malfunction was seen. Remapping then eliminated the static noise. Additional information received on (B)(6) 2010, the patient complained of loud noise from her implant, which she is unable to tolerate. The clinician troubleshooted her equipment to rule out external device issues. When the clinician ran impedances on (B)(6), it was noted that the ground path impedance had gone from .70kohm's on (B)(6), to .3kohm's on (B)(6). Impedances on electrodes 1-10 were essentially unchanged (B)(6) compared to (B)(6), results show; however, 2 electrode channels with increased impedances. The clinician attempted to reprogram the device but was unable to get rid of the loud noise even when stimulating the device at very soft levels. The patient is unable to use her device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.